Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded two signal artifact monitoring (sam) episodes due to noisy signals on both the right ventricular (rv) and the right atrial (ra) channels. The noisy signals were ovsersensed on the ra channel. This resulted in the minute ventilation (mv) feature being automatically disabled. All impedance measurements were within the normal range during sam episodes. Additionally, during the episode pacemaker mediated tachycardia episodes (pmts) were also seen. This crt-d remains in service and there were no adverse patient effects reported.